Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the child underwent a mitral valve replacement/ av canal procedure on (B)(6) 2016 and suture was placed interrupted on the mitral valve. On (B)(6) 2016, the child was returned to or since he was diagnosed with hemodynamic deterioration and leakage from mitral valve by echo diagnosis. After the surgeon exposed a mitral valve, the suture found torn and knot was untied. The second mitral valve replacement procedure was performed with another like suture. The patient was in good condition after the surgery and was released home.